Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was performed. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The mount was evaluated, no evidence of voids, short shots, flow marks, parting lines or knit lines in the molded part were observed. The teeth on the housing mount were inspected. There was no deformation observed on the first row of teeth. Based upon these findings, the reported complaint for the failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure of trifurcation bypass grafting, the device was set to a retractor and was using it as usual. When anastomosing the 3rd limb, the mount of the device came off from the retractor and became unable to set back. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure of trifurcation bypass grafting, the device was set to a retractor and was using it as usual. When anastomosing the 3rd limb, the mount of the device came off from the retractor and became unable to set back. A replacement device was used to complete the procedure. The hospital did not report any patient effects.